Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 14f sheath after an interventional impella procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.